Event description:
It was reported the brakes were not functioning to specification due to degrading vinyl on the brake rings.

Manufacturer narrative:
The degraded vinyl on the brake rings was likely a result of repeated impact damage (running stretcher into walls) and a case of customer abuse.